Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultralink meter does not turn on. The patient did not develop any symptoms before, during, or after the reported issue. The patient did not take any action regarding diabetes treatment as a result of the reported issue. There was no medical attention sought due to the issue. The product is not new (out of box.) The test strips were in good condition. The patient changed the battery per the owner's manual. There was no misuse of the product from the information provided. The meter does not turn on by pressing the power button or by inserting the test strip all the way into the port. The product was replaced. This complaint is being reported because the product issue was not resolved upon troubleshooting. The patient did not allege any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.